Event description:
It was reported that the ventilator's air gas module was flooded. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the customer repaired device by himself and our technician was not on site. No more details were provided. The air gas module regulates the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module can affected the delta pressure transducer inside the gas module, which is a part of the flow measuring. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Unfortunately, the device's logs have not been provided, no further analysis has been possible. As no more details regarding what kind of the liquid and circumstances of the flooding were provided, the cause of the issue could not be established.